Event description:
The customer reported that "although the discharge power is selected, nothing happens". There was no report of any patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.